Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced an infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. No additional adverse patient events were reported. This ICD has been returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced an infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. No additional adverse patient events were reported. This ICD has been returned for analysis.